Manufacturer narrative:
(B)(4). The arteriotomy was 8f. Per the instructions for use (IFU): the starclose vascular closure system is indicated for the percutaneous closure of common femoral artery access sites while reducing times to hemostasis, ambulation, and dischargeability in patients who have undergone diagnostic endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. (Failure to follow steps/instructions): patient selection - the starclose se device was deployed in a calcified right common femoral artery. Per the instructions for use - do not deploy the clip in areas of calcified plaque. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, there was extreme difficulties in the initial puncturing the access site with a 6f sheath. An 8f sheath was placed to treat bleeding around the 6f sheath used to access the left common femoral artery. After the pta procedure, a starclose se device was attempted to close the 8f arteriotomy. The clip was deployed, but hemostasis was not achieved. The vessel was surgically closed. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.